Event description:
According to the discharge summary, after return to the ward after pacemaker implantation, excessive mobility of the pacemaker lead was noted evidenced by failure to consistently capture and evidence of ventricular irritability. It was postulated that the endocardium of the right ventricle was very smooth and that interdigitation of the tined electrode flanges would not effectively control the electrode tip movement. As a consequence, the pt was advised to have removal of the tined electrode with placement of screw-in active fixation device.